Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.

Manufacturer narrative:
Device evaluation follow-up #1 submitted 09/09/2013: the device was returned to animas and evaluated by product analysis on 08/19/2013 with the following results: testing confirmed that the up, down, and ok buttons were unresponsive. Removed keypad; no defects found. Visible moisture in display. Leak test failed due to cracked pump case in the upper and lower right hand corners between the lens and the case seal. Opened pump and removed from case. Moisture and corrosion noted through out the pump.

Event description:
On (B)(6) 2013, the reporter contacted animas, alleging a button/keypad (tactile changes/unresponsive) issue. The reporter alleged that all keypad buttons were unresponsive. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.